Manufacturer narrative:
Results are based upon user info only since the involved sample was not retained for eval; is based upon testing of reserve samples. Conclusions - is based upon user info only since the involved sample was not retained for eval; is based upon testing of reserve samples. Additional info regarding the conditions under which the problem occurred are not available due to privacy issues in regards to this being a lay user/ pt. The involved device was not returned for eval and the lot number is not known, which significantly limits the investigation. Retention samples from the past 12-months of production lots were visually examined and tested for both retention force of the needle cannula to the hub and for breakage of the steel cannula according to (B) (4). No defects were observed. In addition, all samples tested were confirmed to meet the performance specs for both joint strength and for resistance to brakeage. Although the cause for the reported breakage cannot be definitively determined based upon the available info, there is no indication that the event was related to a pre-existing device defect. The fact that this was a self-injection by a lay user may be a factor. All available info has been placed on file in quality assurance at the mfg facility for appropriate tracking, trending and follow-up. (B) (4).

Event description:
A pt reported that the needle detached while he was self-injecting, became "lodged in his stomach" and subsequently, the detached piece of cannula was surgically removed. The pt condition is reportedly "fine". Additional info regarding the conditions under which the problem occurred have not been provided.